Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent delivery balloon length was too long. The physician deployed a taxus express2 2.75x12mm drug eluting stent to the calcified and moderately tortuous left anterior descending (lad) artery at 14 atms. Post deployment the physician thought that the complaint balloon length was longer than the usual for the device. No pt injuries or complications were reported. Pt status post procedure is noted as good.